Event description:
Procedure type: laproscopic vaginal cuff repair. According to the reporter: during use, a small fragment of the needle was lost in the pt. The fragment was found and an attempt was made to remove this small tip of the needle which was probably less than one tenth of a centimeter long and an x-ray was done intraoperatively, and there was no evidence of needle tip noted in the pelvis.